Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the response buttons were intermittent. Upon evaluation, the rear response button cable traces were worn. The cause of the intermittent response buttons is the damaged traces. The root cause of the damaged traces cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During service evaluation of a monitor which was returned for an unrelated issue, a reportable problem was found. The response buttons were intermittent.